Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the subclavian vein. During the procedure, a 0.14 unknown abbott guide wire (gw) was advanced to the subclavian vein but was not stiff enough to advance the introducer device (6f) through the anatomy and the core segment of the guide wire broke into two pieces, outside of the anatomy. The gw was simply removed. The subclavian vein was dissected so the physician closed the dissection with sutures successfully. The patient status is good and stable. No additional information was provided.